Manufacturer narrative:
Unavailable device was not returned for eval.

Event description:
It was reported the device was used during a laparoscopic assisted total vaginal hysterectomy. It was reported the ez35w was loaded with a blue cartridge prior to firing. The cartridge fell out of the instrument, and the red tab that facilitates the cartridge loading broke. Both the cartridge and the red tab were retrieved. A second ez35w was introduced to complete the procedure. There was no pt consequence.